Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of intraocular lens (iol) leading haptic had crack and upon rotation delivery was no stable resulting to damaged optic. There were several incidents the delivery system was broken. Additional information has been requested.